Event description:
It was reported that when using the bd pyxis¿ medstation¿ es did not turn on and device went offline. The customer stated that this malfunction impacted while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had been offline. The field service engineer (fse) replaced the drawer controller boards in main 1.1 and 1.2. These boards had been preventing power from reaching the machine, but after replacement, the machine had power. The system was tested in the hardware test application. The system functioned as intended after the field service engineer repaired the device.